Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer 3-1 enhanced half height cubie drawer on the main and 2 rows failed.a field service engineer reseated the rowboard cable into the drawer controller and retractor band was replaced to resolve this issue. Performed preventative maintenancethe system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed drawer. Customer stated that drawer 3.1 device not detected on bus and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.